Event description:
Customer's mother reported a blank display on customer's insulin pump. Customer's blood glucose is 225 mg/dl. Customer uses duracell and energizer batteries. The device is cracked near the battery compartment and battery cap. The device might have been dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly. No unexpected blank display was noted during testing. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.